Event description:
After an estimated implantation time of about 12 months, a rise in the shock impedance and inappropriate shock deliveries were reported. The lead was explanted and returned to biotronik. Aside from the shocks, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The leads complained about were returned. In the returned state, the linox smart was cut through 18.5 cm distal of the is-1 connector pin. The returned protego and the lead fragments of the linox smart were thoroughly analyzed. The analysis found insulation damage due to fraying at the protego between 55 cm and 57 cm distal of the df4 connector pin. In this area, the rope conductor to the rv shock coil showed a conductor fracture. The inner conductor helix was also fractured, except for one wire winding. This damage manifestation can with high probability be regarded as the cause for the high shock impedance complained about and the inadequate shock deliveries. The linox smart showed consistent signs of abrasion between 8 cm and 6 cm proximal of the tip electrode. The observed damage manifestation leads to the assumption of friction of the two leads in the implanted state. X-ray images or diagnostic images of any other kind that would provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, the lead body of the linox smart was squashed and deformed 32 cm proximal of the tip electrode. These damages require excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.